Event description:
A customer from colombia reported to biomérieux a misidentification of a negative coagulase staphylococcus (scn) from a epidemiological specimen in association with the vitek® 2 gp test kit. The customer reported initial and repeat testing with the vitek® 2 gp identified staphylococcus lentus, however, the scn was tested with maldi-tof and the result was staphylococcus epidermidis. The customer reported the incorrect result was not reported to the clinician and did not impact the patient. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
Biomérieux conducted an internal investigation: the customer's submitted isolate was subcultured and testing included gp cards from the customer's lot and a random lot, in duplicate, and the api staph test kit. All four cards tested resulted in excellent identifications of staphylococcus epidermidis. The api kit resulted in a good identification of staphylococcus epidermidis (6706112). Vitek® gp cards are performing as expected and no further action is required. Review of the customer's staphylococcus lentus reactions against expected reactions for staphylococcus epidermidis demonstrated one (1) atypical positive reaction (amy) according to the gp knowledge base, contributing to the misidentification. Cards performing as expected.